Event description:
This ra lead was implanted on (B)(6) 2012. A call to technical services on 1/23/12 states that 15 minutes post implant the ra lead dropped into the rv. The lead was successfully repositioned by dr. (B)(6) at (B)(6) in (B)(6), nc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).